Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed pump supplies and resumed insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level that was below 40 mg/dl. The customer addressed their bg by consuming glucose tablets.